Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient that wished to remain confidential. It was reported that when the patient received their second pump after the first pump was replaced due to end of life, within four months following the first refill of hydromorphone and clonidine the device began infusing medication erratically. This had caused frequent episodes of overdosing and periods of withdrawal. After an emergency room visit it had been hypothesized the pump could be malfunctioning and the patient was referred to their surgeon/pain specialist. Over a 2 and half year period the patient had diminishing health. Symptoms had worsened leading to severe debilitating autonomic dysfunction, removal of clonidine, severe withdrawal, periods of overdosing, sedation, being bedridden, having innumerable appointments, laboratory tests, mris, ultrasounds, sleeps studies, x-rays, additional medications, and misdiagnosed neurological surgical intervention. After the pump had been replaced in 2023 the majority of the issues had been resolved with lingering autonomic dysfunction that had yet to completely resolve.